Event description:
It was reported that the nurse was attempting to initiate hypothermia therapy and were receiving an alert 02, alert 01and flow was fluctuating to 1.7 l/min. The educator stated they had been troubleshooting the device for a while and normally they could get it working. Also, the nurse made reference to the gel on the pads peeling off when they tried to pull protective coating off of pad. Patient temperature was 36.7 c, target temperature was 33 c, and water temperature was 9.0 c, flow was from no flow to 1.7 l/min and 4 pads were connected this afternoon, connections and fluid delivery lines were secure. Further, mss had nurse disconnect one pad at a time with no change in flow rate and there was a decision made for no further troubleshooting and nurse would obtain another device. Later, mss explained to nurse, if gel came off during opening they would need to save the pad for the field assurance team. Ms and s asked nurse to call back with any other questions. Later they had a new device and replaced the pads and therapy was running fine and the nurse would save the pads for field assurance. Ms and s reminded nurse to have biomed to check the device dyaqy014. Per follow up 1 on 17mar2021 via nurse suzanne, pads were of large size and customer stated that both pads and device were exchanged. Device went to biomed. Nurse noted that the gel pad came off when opening and confirmed that the pads were not expired. Nurse tried replacing the gel layer and put it on the patient, but the nurse stated that the therapy would not work.

Manufacturer narrative:
Upon further review, it has been determined that this is not a reportable event. .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
Hold for kp 4.6 it was reported that the nurse was attempting to initiate hypothermia therapy and were receiving an alert 02, alert 01 and flow was fluctuating to 1.7 l/min. The educator stated they had been troubleshooting the device for a while and normally they could get it working. Also, the nurse made reference to the gel on the pads peeling off when they tried to pull protective coating off of pad. Patient temperature was 36.7 c, target temperature was 33 c, and water temperature was 9.0 c, flow was from no flow to 1.7 l/min and 4 pads were connected this afternoon, connections and fluid delivery lines were secure. Further, mss had nurse disconnect one pad at a time with no change in flow rate and there was a decision made for no further troubleshooting and nurse would obtain another device. Later, mss explained to nurse, if gel came off during opening they would need to save the pad for the field assurance team. (B)(6) asked nurse to call back with any other questions. Later they had a new device and replaced the pads and therapy was running fine and the nurse would save the pads for field assurance. (B)(6) reminded nurse to have biomed to check the device dyaqy014. Per follow up 1 on (B)(6) 2021 via nurse, requested I call back in 10 minutes and per call back, pads size are large and both pads and device were exchanged. Device went to biomed and nurse noted gel pad came off when opening and confirmed pads were not expired. They tried replacing the gel layer and put it on the patient, but stated therapy would not work.